Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down following the display of a 'control panel error'. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call. The reported problem was turned over to a third party service provider. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.